Manufacturer narrative:
A review of the data showed that the alleged sample initially generated a positive result for the influenza a and rsv targets. The repeat run was performed with a different instrument using the cobas sars-cov-2 & influenza a/b test which generated negative results for all 3 targets. The data review identified 2 more samples generating the same discrepancy. Note, sample 3 was also repeated on the cobas® influenza a/b & rsv assay which generated negative results for all 3 targets. The investigation is complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims of the IFU.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results for a single patient sample tested on the cobas® influenza a/b & rsv nucleic acid test for use on the cobas® liat® system. The alleged sample initially generated a positive result on the cobas® liat analyzer. The retested sample generated a negative result on a different instrument.